Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/24/2023, it was reported by a sales representative via sems-06065807 that an ar-8305 synergy resection shaver console stopped working and will not turn on. The case was completed by swapping out with another. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 (no problem found) the evaluation did not identify any issues relevant to the reported event. Refer to (B)(4) for additional failure modes and information.